Event description:
It was reported that the user experienced maladaptation of the ilet insulin dosing algorithm in the context of multiple false meal announcements, double or extra meal boluses used as corrections, and frequent manual interventions, which represent improper or incorrect use and involve the user interface. Symptoms included hypoglycemia with nighttime lows and hyperglycemia following corrective carbohydrate intake and morning rebound highs. Outcomes included medication intervention with oral glucose for treatment of hypoglycemia, without hospitalization. Investigation included communication and interview with the user and analysis of information provided through the app sync and treatment history. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions and improper procedure, with the user interface as the involved component. The agent provided troubleshooting and education, advised discontinuing nonmeal announcements, and arranged pump trainer outreach and a soft relearning period. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.